Event description:
It was reported that during a total gastrectomy, the device delivered an incomplete staple line. Another device was used to complete the procedure. There was no adverse consequence to the pt.